Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over-torque of the inner coil.

Event description:
It was reported during an unknown device revision procedure, the right ventricular (rv) lead was also being repositioned for an unknown reason. During the repositioning of the rv lead, it was noted the helix was unable to be extended. The rv lead was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.